Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There has been one another complaint reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that following implantation of an intraocular lens (iol) the patient experienced residual refraction of -4d. Additional information was requested and received stating in surgeons opinion 20.5d was placed in the cartridge instead of 24.5d.

Manufacturer narrative:
The product was returned for analysis. Iol in several segments received in a sealed non-company pouch. No product identification. Solution is dried on the received segments. The root cause is deemed to be manufacturing related. Incorrectly labelled product was released. The manufacturer internal reference number is: (B)(4).

Event description:
The lens was explanted in a secondary procedure. Additional information was received that the problem can be in labelling - iol has a different dioptric power than is marked on the package.